Event description:
The customer reported that dilaudid 25 mg/25 ml pca was programmed for 0.2mg demand, 10 minute lockout, 4.8mg 4-hour limit for a post-operative patient. The nurse discovered the patient with a decreased level of consciousness (loc), and then discontinued the pca and administered 2 doses of narcan. The patient responded to the narcan and was transferred to the ICU to monitor the decreased loc, which extended his hospital stay. There was no lasting patient harm reported.

Manufacturer narrative:
The concomitant device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of a dilaudid over-infusion was not confirmed. No issues related to the customer¿s report of an over infusion were observed during inspection. Analysis of the pcu event log confirmed that on (B)(6) 2015 at 5:17pm the pca module was programmed for an infusion of dilaudid: 0.2mg dose, lockout of 15 minutes, and a max-4-hour limit of 2mg. At 5:18pm a pca dose was requested and delivered with a vtbi of 0.2ml. Beginning at 5:44pm a series of low etco2 and low respiration rate alarms occurred, and at 7:24pm a pca monitoring alarm was received. At 7:25pm the user powered off the pca module, with only the one pca dose request having been made and delivered during the infusion. Rate accuracy testing was performed and the device was found to be in specification with no issues noted. The root cause of the customer's report of a post-operative patient's decreased level of consciousness was not determined.